Event description:
It was reported by service report that the foot end would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift motor coupler, sensor coil cord.